Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a diagnostic reset. The device battery measurement was not available and indicates ¿reinitializing¿ in progress. The device remains in use. No patient complications have been reported as a result of this event.